Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from ¿low¿ to 260 mg/dl. Contact alleged the reported issue to be due to the basal iq software. Customer declined troubleshooting with tandem technical support and declined to provide further information.